Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary :no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. The complaint was received into the company in the form of a literature paper with the following comment: literature article entitled, ¿early to mid-term results of ceramic-on-ceramic total hip replacement: analysis of bearing-surface-related complications¿ by g. H. Stafford, et al, published by the journal of bone and joint surgery (2011), vol. 93-b, pp. 1017-1020 no products were received and no further product information was received. The literature paper was forwarded to clinical specialists for review. They commented: the purpose of this article was to determine the incidence of audible phenomena or other bearing-related complications. The authors reviewed a series of 224 cementless ceramic-on-ceramic thrs in 250 patients between april 2000 and december 2007 with a minimum follow-up of two years. There were 91 men and 145 women with a mean age of 44 years. Most patients had osteoarthritis, but a substantial proportion had inflammatory arthritis, in particular juvenile idiopathic arthritis. Depuy femoral components were the s-rom and corail stem (46 s-rom, 26 corail). Depuy acetabular components were the pinnacle and duraloc cup (99 duraloc, 45 pinnacle). The ceramic-bearing components were either biolox forte or biolox delta (123 28-mm forte, 79 32-mm forte, and 48 36-mm delta). The authors also used femoral and acetabular components manufactured by a competitor. The mean follow-up was 59 months. No patient reported squeaking of the hip, but six stated that there were occasional ¿grinding¿ or ¿crunching¿ noises, which were associated with movements involving deep flexion. One sometimes felt a grinding sensation when walking but could not provide greater detail. None of these hips were painful and the noises were noticed more than 12 months after index tha. None of the patients felt that they needed further treatment or investigation. Six patients have undergone revision, two for deep infection. One patient sustained a spontaneous fracture of a 28 mm biolox forte head with a short neck on a competitor stem; two patients were revised for recurrent dislocation secondary to impingement, one of whom had two episodes of posterior dislocation in close succession four years after the primary replacement. The acetabular component lacked anteversion resulting in impingement in flexion. The other patient developed recurrent anterior dislocation eight years after the primary thr as a result of impingement in extension and external rotation. A small notch in the posterior aspect of the femoral neck was noted on the radiographs where it was impinging against the acetabular component. One hip with a 32 mm biolox forte bearing was revised for recurrent clicking of the hip when it was extended, which the patient found troublesome. There was excessive anteversion of the acetabular component and the hip was revised two years after surgery. At revision, moderate metallosis involving the joint capsule with an associated effusion was found in all revised patients. Other complications included avulsion of the greater trochanter after a dislocation. No active treatment was required. Two patients had a dislocation but did not require revision. One patient sustained a vancouver type c peri-prosthetic fracture four years after index tha. This was treated by internal fixation retaining the original components. Radiological analysis showed no signs of osteolysis around either component in all 250 hips, or signs of migration or subsidence. The authors did not find any eccentrically located femoral heads and there were no signs of malalignment of the liner. In eight hips evidence of heterotopic bone formation was noted none of which exceeded brooker grade ii. The authors not that 3 hips requiring revision for recurrent dislocation had laxity due to the extensive effusion found in the joint capsule as a result of diffuse metallosis. The authors do not assign harms to specific products or patients within the text of the article. Without returned parts, no further investigation of the associated products can be made. No investigation as to manufacturing defects can be made without product codes and batch numbers. Post-market surveillance is per sep-419. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿early to mid-term results of ceramic-on-ceramic total hip replacement: analysis of bearing-surface-related complications¿ by g. H. Stafford, et al, published by the journal of bone and joint surgery (2011), vol. 93-b, pp. 1017-1020, was reviewed for MDR reportability. The purpose of this article was to determine the incidence of audible phenomena or other bearing-related complications. The authors reviewed a series of 224 cementless ceramic-on-ceramic thrs in 250 patients between april 2000 and december 2007 with a minimum follow-up of two years. There were 91 men and 145 women with a mean age of 44 years. Most patients had osteoarthritis, but a substantial proportion had inflammatory arthritis, in particular juvenile idiopathic arthritis. Depuy femoral components were the s-rom and corail stem (46 s-rom, 26 corail). Depuy acetabular components were the pinnacle and duraloc cup (99 duraloc, 45 pinnacle). The ceramic-bearing components were either biolox forte or biolox delta (123 28-mm forte, 79 32-mm forte, and 48 36-mm delta). The authors also used femoral and acetabular components manufactured by a competitor. The mean follow-up was 59 months. No patient reported squeaking of the hip, but six stated that there were occasional ¿grinding¿ or ¿crunching¿ noises, which were associated with movements involving deep flexion. One sometimes felt a grinding sensation when walking but could not provide greater detail. None of these hips were painful and the noises were noticed more than 12 months after index tha. None of the patients felt that they needed further treatment or investigation. Six patients have undergone revision, two for deep infection. One patient sustained a spontaneous fracture of a 28 mm biolox forte head with a short neck on a competitor stem; two patients were revised for recurrent dislocation secondary to impingement, one of whom had two episodes of posterior dislocation in close succession four years after the primary replacement. The acetabular component lacked anteversion resulting in impingement in flexion. The other patient developed recurrent anterior dislocation eight years after the primary thr as a result of impingement in extension and external rotation. A small notch in the posterior aspect of the femoral neck was noted on the radiographs where it was impinging against the acetabular component. One hip with a 32 mm biolox forte bearing was revised for recurrent clicking of the hip when it was extended, which the patient found troublesome. There was excessive anteversion of the acetabular component and the hip was revised two years after surgery. At revision, moderate metallosis involving the joint capsule with an associated effusion was found in all revised patients. Other complications included avulsion of the greater trochanter after a dislocation. No active treatment was required. Two patients had a dislocation but did not require revision. One patient sustained a vancouver type c peri-prosthetic fracture four years after index tha. This was treated by internal fixation retaining the original components. Radiological analysis showed no signs of osteolysis around either component in all 250 hips, or signs of migration or subsidence. The authors did not find any eccentrically located femoral heads and there were no signs of malalignment of the liner. In eight hips evidence of heterotopic bone formation was noted none of which exceeded brooker grade ii. The authors not that 3 hips requiring revision for recurrent dislocation had laxity due to the extensive effusion found in the joint capsule as a result of diffuse metallosis. The authors do not assign harms to specific products or patients within the text of the article.